Event description:
On 07/03/2025, it was reported by an arthrex employee via (B)(4) that an ar-1250ls drill tip guide pin sleeve rotated along with the drill. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to determine a most likely cause. The most likely cause for the reported failure is user error due to improper engagement or locking of the sleeve.